Event description:
It was reported that the pt was implanted with an exafit stem on (B)(6) 2002. Due to a broken stem, the pt underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided. Once more info is received or the product affected is received, an updated reported will be submitted. (B)(4).